Manufacturer narrative:
The procedure was successfully completed. A pneumothorax is a known risk of the device and the procedure. The subject device was not returned for evaluation, as it was discarded by the hospital staff. The lot number of the subject device was not provided. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician performed a procedure on a patient with a left upper lung mass attached to the pleura. He used a 19ga needle (ins-0382 always-on tip tracked 19ga anso histology needle) and a 22ga needle (ins-5410 always-on tip tracked 22ga anso flexible needle) during the procedure. After the case, a chest x-ray showed the patient had developed a pneumothorax. A chest tube was placed. The patient recovered. There was no allegation or report of a device malfunction associated with this event. This report is being submitted for the 22ga needle. The 19ga needle is being reported on medwatch report 3007222345-2023-00051.